Event description:
The surgeon was placing a 4.5mm x 60mm cannulated screw into the patient's left femur. An x-ray identified a screw fragment. Per the surgeon, the screw fragment was left in place. On placing a second 60 mm screw, a fragment was again noted on the tip of the screw. The screw was removed by the surgeon but the fragment remained in the cortex of the bone. The screw was repositioned and replaced with a 4.5mm x 56 mm screw.====================== manufacturer response for implant, screw, cannulated, 4.5mm cannulated screw======================or manager notified synthes representative.